Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and a review of the logs. The distributor reset the central processing unit board, anesthesia control board, and power board connection.

Event description:
The hospital reported that the unit had a system failure following boot-up. There was no reported patient involvement.